Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. Treatment details were not reported. On an unknown date, the patient was discharged from the hospital into a nursing facility. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as unknown date in (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.